Event description:
The patient underwent revision of total hip replacement in 2008. Initially he did well, but lately has had increasing pain over the past several months starting about thanksgiving time. Pain failed to resolve despite use of anti-inflammatories regularly and cain use, and has resulted in significant limp. He appears to have loosening of his acetabular side and has consented for another revision surgery. The patient underwent a total hip arthroplasty revision acetabular and femoral head component. No complications were noted. The following is an excerpt from pathology. 1. Total hip arthroplasty revision acetabular and femoral head component total hip arthroplasty revision acetabular and femoral head component. 2. Orthopedic hardware- there is greenish cement material on the outside of the acetabular portion of the specimen. This portion of the hardware measures up to 4.8 cm in diameter and is marked with the number b 42x4amm 230580. The rounded smooth shiny portion of the joint hardware measures up to 3.8 cm in diameter. On the lower aspect there is a marking that is +3 and also the number 42. The patient did well and was discharged home.